Event description:
The customer reported to olympus that upon initial use of thunderbeat in therapeutic laparoscopic myotomy; dissection of a myoma, the jaw broke off and fell into the patient. The procedure was completed by replacing with a new thunderbeat device. No error messages reported. The pieces were retrieved from the patient that delayed the procedure by 10 minutes. There was no harm to the patient and no pre-existing conditions noted. The device was inspected and no anomalies or warnings prior to breaking.